Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (2000 mcg/ml at an unknown dose) via an implantable pump for an unknown indication for use. It was reported the patient had an infected pump. The event date was reported to be (B)(6) 2018. The patient's pocket was infected (infection in pocket site), so the hcp moved the pocket site (performed a pocket revision) and replaced the system (pump and catheter). The replacement occurred on (B)(6) 2018. No contributing factors were reported. The issue was resolved. The patient status was alive - no injury. The system was discarded by the customer. No further complications were reported or anticipated.